Manufacturer narrative:
(B)(4). Evaluation summary: baxter received an unused sample for evaluation. Visual examination of the unit confirmed that the blue winged luer cap was separated from the distal luer. The root cause was determined to be manufacturing operator error. Manufacturing awareness training was conducted to address this issue in (B)(6) 2011; however, the samples evaluated were manufactured prior to this training. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that an intermate had a disconnected winged luer cap from the distal end of the device. It is unknown at what stage the problem was noted. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.